Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of kinked cannula on 08-nov-2024 which led to high blood glucose (438 mg/dl) high blood glucose was addressed using correction bolus via pump. The event occured within three or more hours of insertion. The infusion set was inserted above the abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.